Event description:
It was reported that the patient had an emergency backup battery fault alarm on (B)(6). 2023. The emergency backup battery (ebb) was replaced on (B)(6). 2023. The ebb fault alarm returned on (B)(6). 2023. A review of the log file revealed backup battery faults after the ebb failed the load test. The system controller was exchanged. The alarms resolved after the controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis; however, it was not reproduced throughout testing. A review of the event log files contained data spanning approximately 3 days ((B)(6) 2023, (B)(6) 2024 per timestamp). Starting (B)(6) 2023 at 19:11:58, backup battery fault alarms activated due to the backup battery load test not passing. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2023 at 11:13:13, consistent with the reported controller exchange. The backup battery fault alarms did not resolve before the controller was shutdown at 11:13:47. Pump operation was not affected by the alarms. The returned heartmate 3 system controller (s/n: (B)(6)) was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. Multiple load tests were initiated on the controller without any alarms activating. Per the provided information, a backup battery fault alarm occurred on (B)(6) 2023, and a backup battery replacement resolved the alarm. The alarms on (B)(6) 2023 resolved after the controller exchange. A root cause for the reported event cannot be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 instructions for use, rev. C, section 2, entitled ¿system operations¿, describes the backup battery installation process. Section 5, entitled ¿surgical procedures¿, also explains how to properly install the backup battery in the system controller. Heartmate 3 instructions for use, rev. C, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.